Event description:
User received erroneous glucose results, the number of incidences was not specified. The following example was provided: initial result was 214 mg/dl, repeat result on same analyzer was 84 mg/dl and on another analyzer at the site, the result was 163 mg/dl twice. No results from this analyzer were reported. The field service representative was unable to reproduce the issue but noted he cleaned the wash station and replaced both probes. Performance tests were performed which were within specification.